Event description:
Procedure: splenectomy. According to the reporter: the device was frayed at tip without even being used. The staff opened a new device. There was no report of pt injury, unanticipated blood-tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).